Event description:
The customer called to report that his insulin pump has not worked for the past four years and eight months. The customer stated that he has been having problems with his doctor and local rep, and would like to change them both. The customer also stated that he has been hospitalized due to high blood glucose levels. The customer did not provide dates for the hospitalizations. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.